Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalised illness, anisomastia, capsular contracture, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including hair loss, muscle spasms in chest, brain fog, chronic fatigue, numb arms and chest, food intolerance, irritable bowel syndrome, candida, non-stop uti, dizzy spells, sugar intolerance, no sex drive, exhaustion, depression, extremely dry skin, rash on right breast, blurred vision, longer time to heal when bruised, and nerve pain on the right side and had to have "narcotics" shots every month. Patient also reported double bubble or fall out of the implant and left implant would go out of socket up into their collar bone when they bend over. Patient also added that when they pressed their finger into their skin, the imprint lasted longer than thirty seconds. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.